Event description:
It was reported that during use of the bd vacutainer® urinalysis transfer straw kit the hub detached from vacuum straw, exposing needle. Material no. 364991, batch no. 8213956. The following information was provided by the initial reporter: -it was reported that one occurrence of hub separating from straw was witnessed. Customer states, - "product hub detached from vacuum straw, exposing needle. "

Manufacturer narrative:
Investigation: investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for separation of the straw and hub with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to separation was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for separation of the straw and hub with the incident lot was observed. Evaluation of the retain samples was also conducted and no separation was observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® urinalysis transfer straw kit the hub detached from vacuum straw, exposing needle. Material no. 364991, batch no. 8213956. The following information was provided by the initial reporter: it was reported that one occurrence of hub separating from straw was witnessed. Customer states, "product hub detached from vacumm straw, exposing needle".